Event description:
Caller reported a malfunction on the pump at least once a week for the past year, without notable events preceding the malfunction. The customer stated they have been resetting the pump on their own to address the malfunction. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer delivered a correction injection, and a correction bolus using their pump to address the elevated bg level, and there was no need for third-party assistance. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.